Event description:
The physician was attempting to balloon an ab fistula stenosis in the arm. He first used another manufacturer's high pressure balloon. A larger balloon was needed but the physician did not want to exchange for a larger sheath so he chose to use a balloon stating a 10mm balloon could fit through a 6 fr sheath. Per the tech, the (B)(6) balloon was inflated well beyond the nominal pressure to 16 atm. At this point the balloon burst while in the patient. The balloon was retrieved, however, a portion of the balloon separated from the catheter. An ultra sound was done but the foreign body could not be located. The physician completely dissected the balloon and it is not available for return. Another balloon was opened at the facility and compared to the ruptured balloon. The area representative stated the missing piece was determined to be the proximal shoulder marker of the balloon. A request has been made to verify this statement. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
No product was returned to assist in this investigation. Per specification, balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure, rbp is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined per specification. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. A 10mm balloon is compatible with a 6fr sheath. The IFU lists the nominal balloon pressure as 8 atm and the rated burst pressure for this device as 11 atm. The event description states the pressure was raised to 16 atm. Concerning this higher pressure "by bursting the balloon much higher than the rbp, the balloon may have torn in a nonlinear fashion. This may lead to the distal end of the balloon getting caught at the entry point of the sheath upon removal." (Note: the event statement identifies the "proximal" shoulder marker as the missing piece. This is probably a miscommunication. Upon balloon burst the proximal end will usually rewrap sufficiently to reenter the sheath. The distal portion doesn't). This complaint is most likely due to label instructions not followed. We will continue to monitor for similar complaints. Per quality engineering risk assessment, risk is insufficient to warrant risk reduction activities at this time.